Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
The customer reported that there was no alarm for loose electrodes and that there was missing patient information. Details regarding the missing patient information or of the electrode off were not provided. Additionally, it was reported that the m540 patient monitor went offline and showed as offline at the central and on the symphony, and confirmed that patient monitoring continued at the bedside m540. No adverse patient impact was reported.

Manufacturer narrative:
A complaint was received where it was stated that there was no alarm for a loose electrode and patient data was missing. No adverse patient impact was reported. An additional statement was made regarding an m540 which continued to monitor a patient but displayed that it was offline with the central station. Attempts were made to determine the infinity system (ics or iacs) in use when the loose electrode and missing data were discovered along with valid serial numbers of all devices and all device logs for analysis, however this information was not made available. Without further information a root cause of the stated complaint cannot be determined, and it cannot be confirmed or denied that a device malfunction occurred or if there was an alarm for the loose electrode generated at the bedside. If more information should become available, a child record associated with this complaint will be opened for proper documentation.

Event description:
The customer reported that there was no alarm for loose electrodes and that there was missing patient information. Details regarding the missing patient information or of the electrode off were not provided. Additionally, it was reported that the m540 patient monitor went offline and showed as offline at the central and on the symphony, and confirmed that patient monitoring continued at the bedside m540. No adverse patient impact was reported.